Event description:
It was reported that the device had failed calibration test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device failing a rate accuracy test was confirmed and replicated during the investigation. Internal inspection observed that the top-right screw insert of the bezel was lifted. Initial rate accuracy testing of the suspect pump module showed that the device under infused. The rate calibration test results showed that the device failed the calibration and was out of specification and needs to be repaired. After replacing the suspect pump module bezel assembly with a known good part for testing purposes only, a rate calibration and rate accuracy with the known good bezel showed that the device passed the calibration and would deliver fluid within specification, which confirmed the facility concern. The pcu or its associated pcu event logs were not returned for investigation, the pump module event log contains limited information registered by the device and does not contain drug details, user keypresses or programming information. The reported date was (B)(6) 2025, the time was not reported. A review of the pcu error log showed no errors relevant to the reported complaint. A review of the device event log showed that the last use of the device recorded on the device was on 25aug2025, there were no infusions recorded, only the power on of the device. Bd alaris system user manual (v 12.3) states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. An external and internal inspection of the suspect pump module s/n (B)(6) exhibited the following: all components inspected were manufactured by bd. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)) please replace bezel assembly. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.